Event description:
An aprima access nonvascular introducer set was used and did not accept the 4.1f beacon tip torcon nb advantage angiographic catheter. The aprima outer sheath was taken out over the wire, another 4.1 fr beacon tip torcon nb advantage angiographic catheter was placed bareback into the liver. The patient stated experiencing increasing pain and the physician expected a small bile leak had occurred. With observation and antibiotics the patient was discharged and sent home.

Manufacturer narrative:
(B)(4). Event evaluatin: still under investigation.